Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made.the device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.(B)(4). The device was not returned.

Event description:
It was reported that a (B)(6) y.o. Male patient underwent an afib ablation procedure using a smart touch bidirectional catheter and suffered a cardiac tamponade which was treated with pericardiocentesis with approximately 600 ml of fluid withdrawal. The patient stayed over one day extra for observation and was fully recovered within two days. Act was between 350 and 400s. The overall time for ablation at the site of injury was approximately 10-20sec. The last ablation cycle time at the site of injury was approximately 10-20 seconds. A transseptal puncture was performed using a sjm brk 71cm needle. Sjm sl1 8.5fr sheath was used during procedure. There was a 20mm non-nav lasso catheter in the la, but it was not in close proximity to the ablation or the area of interest.generator parameters: power control mode. Max temperature cut-off 50degrees celsius. Temperature warning 43 degrees celsius, max impedance cut-off 250, min impedance cut-off 50, spike cut-off 35.

Manufacturer narrative:
(B)(4). It was reported that during an afib case, a cardiac tamponade was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by x-ray and ultrasound. A pericardiocentesis was performed and caller reported that approximately 600 ml of fluid were removed. The patient was reported to be in recovery and in stable condition. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and pass. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/31/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.